Event description:
It was reported by the customer that the device failed the user test and had some error codes logged into memory that indicate a potentially critical failure. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a non-functional ic chip, designator u33.